Manufacturer narrative:
Follow-up received from the rn on 12/15/2014 states the pt's symptoms have resolved. After the antibiotics were switched to clindamycin the swelling and pain resolved very quickly. The pt is now doing well. The DHR for radiesse lot #100074220 was reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
On (B)(6) 2014, a pt who is also an employee at the clinic was injected with 2x 1.5cc of radiesse in the left hand only. On (B)(6) 2014, the pt reported continued swelling and warmth with pain traveling up the arm. She was unable to make a fist and her knuckles did not show. The pt was prescribed cipro, 500mg bid. On (B)(6) 2014, the pt was prescribed a medrol dose pack. She remained symptomatic, reporting continuing throbbing with warmth and swelling. She was prescribed cipro bid again on (B)(6) 2014. On (B)(6) 2014, the pt reported the swelling was increasing with throbbing pain radiating up the arm. An IV of ancef, 350cc was administered to the pt and she broke out in hives. She was treated with benadryl for the hives and they resolved. On (B)(6) 2014, the antibiotic was changed to clindamycin, 150mg x 10 days. A 24 hrs later, the rn reported that the had not heard anything further from the pt.